Event description:
It was reported the stimloc didn't cover completely and the stimloc was removed due to infection and left an indentation which the patient did not like. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).